Event description:
Tip of screw portion broke off. Dr. Determined that it was safer to patient to leave it implanted in the bone. Backup device was used. No delay to procedure, device is being returned.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed part of the threaded tip is broken off the universal joint. The device shows significant signs of wear/usage. The device was manufactured in 2011. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. The clinical/medical team concluded, as the location of the fragment was not reported, the future impact to the patient cannot be determined, since it is unknown whether micro-motion could occur. No further clinical assessment is warranted based on the limited details provided. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.